Manufacturer narrative:
A product development investigation was performed for the subject device (2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 48mm¿sterile), part number 04.211.048s, lot number 9328327. The subject device was returned with the complaint condition stating the visual inspection has shown that the screw in question presents some wear marks on the thread of the screw head as well as on the thread of the screw shaft; the anodized color is stripped. The review of the production histories revealed that variable angle (va) locking screw was manufactured in january 2015 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. No manufacturing related issues that would have contributed to this complaint were found. No definitive root cause was able to be determined; however this complaint condition is most likely a result of the screw not being positioned appropriately so that the thread got damaged during the insertion. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information is not available for reporting. Additional device product code is hwc. Other number¿UDI: (B)(4). Implant and explant dates: due to the intra-operative events, the device was not successfully implanted. As such, implant/explant dates are not applicable. Initial reporting facility phone number is (B)(6). The subject device has been received and is currently in the evaluation process. A device history record review was performed for the subject device lot number 9328327. Manufacturing location: synthes (B)(4). Date of manufacture: jan 19, 2015. Expiration date: jan 1, 2025. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during a surgery to treat proximal ulna fractures on (B)(6) 2016, one variable angle (va) locking screw could not be locked after insertion into the va locking compression plate (lcp). After applying the va-lcp, the surgeon inserted the va locking screw but it spun and could not be locked. The surgeon removed the screw and re-checked the fit using the va guide, direction of the drill and depth. He then attempted to insert and lock the screw two more times but without success. The surgeon opted not to implant this screw and did not insert another screw into the associated plate hole. The surgeon determined that the plate fixation was secure without a screw in this plate hole. The surgery was completed with a 15 minute delay due to the reported event. The patient¿s postsurgical outcome was not available for reporting. Concomitant device: 1x 04.107.304s / h057312 (va-lcp olecr pl 2.7/3.5 le 4ho l116 tan) this report is 1 of 1 for (B)(4).